Event description:
Initial result for urine wbc's was negative. When examined microscopically, the result was >20 wbc/hpf. The account did not provide information regarding patient condition. The field service rep replaced the account's instrument.